Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity above pre-vns baseline. The increase in seizure activity was believed to be due to battery depletion. The patient's generator was replaced and the explanted generator was returned to the manufacturer for product analysis. Product analysis on the generator has been completed. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. No anomalies were identified that could have contributed to the reported event. The generator was not found to be at end of service.